Event description:
It was reported as a general comment that prostyle devices have been stuck during removal. Method to achieve hemostasis not provided. No additional case specific information was provided.

Manufacturer narrative:
B3: the date of the procedure was estimated. E1: it was reported by the physician that this had occurred at multiple sites across (B)(6). The multiple sites were not provided and therefore the facility name and address is unknown. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.